Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the patient's dialysis nurse. The nurse checked the patient's chart and stated that the patient never reported feeling overfull, or any unusual drain volumes, or ultrafiltration readings. No injury or medical intervention was reported. Evaluation: the product analysis lab (pal) evaluated the device and found the assignable cause of the iipv was determined to be an insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A review of the service history indicates the previous return of the homechoice was not for the reported problem of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the ultrafiltration volume was 1573ml during cycle 4.